Event description:
New information available on 3/5/2018 states that, the patient expired due to cardio-respiratory arrest due to herpes zoster encephalitis, cad with severe left ventricle dysfunction and hypertension with (B)(6). There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Date of death was earlier incorrectly reported as (B)(6) 2018. The correct death date is (B)(6) 2018. Date of event was earlier incorrectly reported as (B)(6) 2018. The correct event date is (B)(6) 2018.

Manufacturer narrative:
Correction: therapy date.

Event description:
It was reported that the patient expired at home. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.